Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turned on. The customer¿s blood glucose level was 116 mg/dl. Customer reported that the batteries were died down. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Troubleshooting was not completed because customer did not had new batteries. Customer will get new batteries. The insulin pump will not be returned for analysis.